Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms both tabs (ears) are damaged. Previous investigations found consultation with depuy engineering stated that if used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the handle and facilitate a spreading of the ears and eventually fracturing over time. The root cause is attributed to product wear out. Based on the root cause of product wear out corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The connection between the t-handle and the summit femoral reamer cracked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.